Manufacturer narrative:
(B)(4). Approximate age of device: 4 months. The replaced portion of the repaired percutaneous lead was returned for analysis. The evaluation is not complete. The patient remains ongoing with the implanted device and no further issues have been reported. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that a driveline disconnect event followed by a pump stoppage event occurred. The patient was asymptomatic at the time of the event. Review of the system controller log file by the manufacturer's technical services representative found a pump stoppage event that occurred on (B)(6) 2016 while the pump was connected to the power module. The patient remains ongoing with the pump. On (B)(6) 2016, a percutaneous lead (lead) evaluation was performed by technical services and a pump stoppage was not able to be reproduced. An inconsistency in the lead approximately 10 inches from the distal end of the lead was found. The suspect portion of the lead was replaced and no further issues have been reported with the patient when utilizing a grounded power module patient cable.

Manufacturer narrative:
The report of low speed and low flow alarms and pump stoppage events was confirmed based on the submitted log file; however, a specific cause for the reported alarms could not be conclusively determined. Based on the manufacturer¿s complaint history and similar reported events, the events captured in the log file are potentially consistent with a compromised wire in the driveline; however, a correlation between the events captured in the log file and the returned portion of the driveline could not be determined. A section of the external portion/distal end of the driveline approximately 9 inches of the external portion/distal end of the driveline was returned. Electrical continuity test of the returned driveline found that all wires to be electrically intact. No wire-to-wire or wire-to-shield shorts were induced during this testing, even with manipulation of the driveline. The shielding and bionate layers were removed and examination of the underlying wires revealed two areas with slight kinks; however, there was no evidence of disruptions or damage to the wire insulation or underlying conductors. The driveline was submerged in a saline bath for high potential testing to check the resistance of each wire's insulation. The test did not reveal any current leakage in the insulation of any of the driveline wires that would have resulted in an electrical short. The patient remains ongoing on pump support. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.